Event description:
A 2.25 mm diameter x 8 mm length micro driver coronary stent delivery system was inserted into a patient for the treatment of a left circumflex #11 lesion. Lesion morphology was reported as moderately tortuous and moderately calcified with 75% stenosis. The lesion was pre-dilated. It was reported that the patient had a micro driver placed sometime last year in a separate case. The physician was attempting to pass through the previously deployed micro driver; however, was unable to pass. The physician removed the stent delivery system. The physician re-inserted the micro driver delivery system in a second attempt to reach the lesion. It was reported that the micro driver stent was stuck on the previously deployed stent. The physician was pushing and pulling on the catheter; however, the stent dislodged. It was reported that a snare was used to remove the stent. The device was discarded. The case was completed by implanting a driver at the #5-6, the #11 was not treated. The patient's condition is stable.

Manufacturer narrative:
Other, secondary intervention - evaluation code, results: (stent dislodgement).